Manufacturer narrative:
Initial.

Event description:
It was reported that the patient described episodes where blood glucose rose to high levels and then dropped rapidly without identifiable triggers while using the ilet system, and no device alerts or alarms were reported. Symptoms included insufficient information to characterize specific clinical effects. Outcomes included insufficient information to characterize the impact. Investigation included communication with the patient and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem and device component not further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.